Event description:
User stated c-arm displays motion error.

Manufacturer narrative:
Gehc surgery field service engineer unable to reproduce. Tightened transformer connections, power plug connections, and ground wire connection in workstation and generator. Believe error to be caused by power anomoly, system operating as intended.